Event description:
It was reported that the 8300 had error 571.6241 & 570.6500. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported 8300 device errors 571.6241 and 570.6500 was likely a communication failure with the oridion module. Tech support advised the customer that both error messages are related to the etco? Board. Recommended replacing the etco? Board using part number 49000938. Case was closed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.